Event description:
It was reported to boston scientific corp that a wallflex biliary rx uncovered stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in 2009. According to the complainant, difficulty was experienced when deploying the stent. Significant resistance was felt when pulling the handle mechanism. When the stent was deployed approximately one-third of its length, the handle detached from the oversheath on the delivery system. The stent was not able to be reconstrained prior to removal. The scope and stent were removed simultaneously. The procedure was completed with another wallflex biliary rx uncovered stent. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as fine.

Manufacturer narrative:
The complainant indicated that the device has been disposed and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant info, a supplemental medwatch will be filed.